Manufacturer narrative:
The ge service representative conducted an onsite investigation. The filaments were calibrated and the generator power supply was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a filament regulator error. No patient injury was reported.